Manufacturer narrative:
The customer reported issue of the thermogard displayed mid: 09 (air trap assembly) error message was confirmed during initial functional testing. The issue was attributed to a defective coolant block with board. Visual inspection was performed and noted no damaged upon receipt. Patient log event review showed multiple mid: 09 appeared on the reported event date on (B)(6) 2017 functional testing revealed mid: 09 error message. The issue was due to a defective coolant block board. Upon customer approval, the component will be replaced and the device will be further tested to full specification.

Event description:
The pm service was performed on the thermogard and the power-up self-test passed, however error message mid: 09 (air trap assembly) displayed on the screen.